Event description:
It was reported that the mobile programmer application displayed an "unexpected error" message when turning pacing off during threshold testing at implant. The application remained ventricular pacing at 90 bpm for several minutes, and required forced closure of the application. Upon reopening of the application, there was no electrogram (egm), the top of the analyzer chart appeared blank. The pace markers were not aligned correctly. Troubleshooting steps were performed to include powering off the host tablet, however the issue remained. Upon subsequent restart of the host tablet, the mobile programmer application displayed a "low memory" error message, the analyzer appeared normal but was unable to test. An alternative programmer was obtained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.